Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00189, 00190 and 3007042319-2016-00191) submitted for devices related to the same event.

Event description:
It was reported that this patient experienced a controller power-up and motor start after review of log files by the site. The pump off time was reported to be anywhere from "a few seconds to up to 15 minutes." The patient was connected to an ac adapter and one battery at the time of the power disconnect. There no reported alarms. The medical doctor exchanged the controller, battery, and ac adapter. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The event described as "controller power-up and motor start" was confirmed via review of the controller log files, which revealed a controller power-up and motor start event logged on (B)(6) 2015, indicative that both power sources were disconnected from controller and were then reconnected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was observed in the logs but could not be duplicated at the bench level; the returned device performed as intended. No failure detected, the returned devices performed as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2016-00189, 3007042319-2016-00190 and 3007042319-2016-00191) submitted for devices related to the same event.